Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump usb port was damaged, and the pump was unable to charge without the usb cable being maneuvered in the usb port. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.